Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. Dealer alleges a part is made wrong. Follow-up call, dealer states the tube where the arm rest attaches appears to be bent so that when a flat arm pad is installed, the pad tips to the outside. The holes seem to be drilled off center. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.